Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the pump supplies and insulin delivery was resumed. The customer's blood glucose (bg) level was 420 mg/l and a bolus was delivered via the pump to address the bg level.